Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Correction made to evaluation method code grid only.

Manufacturer narrative:
Correction made to evaluation method code grid and component code grid.